Manufacturer narrative:
This event occurred on unspecified date in (B)(6) 2018. (B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of the clearlink nitroglycerin set could not connect to the unspecified pump. It was further reported that the tubing had a missing piece that would attach to the pump. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the returned photograph and there was no evidence of the reported problem in the photograph. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.